Event description:
It was reported that during an anterior resection, the device delivered an incomplete staple line. The procedure was completed by handsewing. There was no reported patient consequence.